Manufacturer narrative:
Date of report : 09jan19, date rec¿d by MFR : 08jan19. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer installed another battery in the unit; however, the battery wasn't charged sufficiently. The fse advised the customer to change the battery and then run performance verification testing (pvt). The customer was further advised to replace the power management board should the issue persist. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit intermittently would not turn on. There was no patient involvement. The event date was not specified; estimate used.